Manufacturer narrative:
This report is submitted on 13 may 2021.

Manufacturer narrative:
This report is submitted on april 21, 2021.

Event description:
Per the clinic, the device was explanted due to an infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2021.